Event description:
Boston scientific crm received information from a boston scientific field representative that this right ventricular defibrillation lead had exhibited high out-of-range pace impedance measurements and increased pacing thresholds. Shock impedance measurements were normal. Pacing and sensing functionality was unchanged. There was no evidence of noise, and the patient is not pacing-dependent. The representative subsequently reported the physician had elected to monitor the lead; pacing outputs were increased due to the increased pacing thresholds. No adverse patient effects were reported, and the lead remains in service.

Event description:
Boston scientific received information that this right ventricular (rv) lead continued to display high pace impedance measurements. In addition, there were recently observed low shock impedance measurements found during a routine follow up. As a result, the lead was capped and successfully replaced with a new rv lead. This lead had not been shocked into since the low shock impedances were found. No adverse patient effects were reported.

Manufacturer narrative:
This report will be updated if additional information is received.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.